Manufacturer narrative:
Excelsior medical attempted to gather more information concerning this reported adverse event, however no patient or institution contact information was available. Without further details concerning the patient's medication regimen and use of the product, an in-depth analysis of the factors that lead to this adverse event cannot be completed. Since a product lot number was provided in the medwatch report, an internal investigation was conducted with this information. A batch record review was conducted for lot 80-051-9d. All documentation indicates that this lot met all quality criteria upon its release in august of 2009. Additionally, the heparin api used in the production of this batch passed both nuclear magnetic resonance (nmr) and capillary electrophoresis (ce) testing. Retention samples for the subject lot were pulled and no visual evidence of contamination was observed. As a supplement to this investigation, excelsior sent the details of this adverse reaction to our clinical consultant, dr. (B)(4). Upon reviewing the available information, it is dr. (B)(4)'s belief that the patient's reaction is not unusual and most likely reflects small pieces of "biofilm" (thin layer of build-up that harbors colonies of bacteria) becoming mechanically dislodged from the catheter lumen during application of the flush. Such biofilms are commonly seen during catheter use and, if dislodged into the patient's circulatory system, may cause a febrile reaction or clinical infection. These same bits may also act as microemboli to the brain, causing transient cerebral ischemia and resulting in the cns symptoms described in the medwatch report. Based on the available data, it is dr. (B)(4)'s clinical opinion that the heparin-saline device is safe and effective.

Event description:
Excelsior medical received a medwatch (report # mw5014146) on 02/04/2010 that was initially filed with the FDA on (B)(4) 2009 for an adverse event that occurred on (B)(6) 2009. The medwatch was originally sent to vygon, excelsior's distributor on january 29th, 2010, at which point it was forwarded to excelsior for review. The report states that after flushing central line with excelsior heparin (100units/ml, 3ml), the patient experienced shortness of breath, funny heartbeat, loss of hearing, and a change in skin color to ashy white. The patient and the patient's mother also stated that when the subject syringe was removed from its individual packaging, it possessed a "fishy smell." Nine-one-one was called after the incident and the patient was taken to the emergency room. It was reported that during treatment at the hospital, benadryl was used to control a rash that had developed after the adverse event. The patient spent an unknown amount of time in the ER and was eventually released. Further heparin and IV antibiotic therapy were postponed until the patient could be evaluated by a pulmonologist. This evaluation occurred the day after the patient's release from the ER. The pulmonologist had the patient admitted to the hospital again in order to complete the antibiotic therapy.